Manufacturer narrative:
Citation: d'ancona g transcatheter aortic valve replacement with the 34 mm medtronic evolut valve : early results of single institution experience. Neth heart j. 2018 aug;26(7-8):401-408. Doi: 10.1007/s12471-018-1122-4. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement with the 34 mm medtronic evolut valve. All data were collected from a single center between february 2017 to july 2017. The study population included 73 patients (predominantly male; mean age 81 years), all of them were implanted with 34mm medtronic evolut r bioprosthesis. The serial numbers were not provided. Among all patients adverse events included: re-sheathing and re-positioning, permanent pacemaker implantation, surgical repair of femoral artery and mild paravalvular leak (pvl). Based on the available information, a direct correlation was likely between the observed adverse events and medtronic product. No additional adverse patient effects or product performance problems were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.